Manufacturer narrative:
No complaint was received with the return of the device. Failure observed durin analysis. Final analysis found an insulation abrasion exposing the outer coil at 15.0 cm to 15.4 cm for the connector pin. Insulation abrasions are consistent with constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.